Event description:
On (B)(6) 2023 seaspine was made aware that a 33-40-1005 handheld guide broke during surgery. Additional information was received on (B)(6) 2023 that the surgery could not be completed, and revision is required. All pieces of the instrument were retrieved. No further information on patient condition or revision surgery plan has been received.

Manufacturer narrative:
The 33-40-1005 handheld guide was not returned for analysis. No definitive root cause could be established. No further details have been provided by the reporter. Review of labeling: intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.